Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.